Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl at the time of the incident. The customer was treated with food. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer reported change sensor alert. Customer was assisted in performing test on transmitter. Customer stated that the transmitter does not pass the test. The customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.